Event description:
The patient reported that the therapy never worked for her so she had the system explanted in (B)(6) 2009. Caller stated they went in several times for reprogramming and that never helped. The patient indicators for use are for urinary dysfunction/sacral nerve stim. No further complications were reported/anticipated.